Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The incidence of perioperative cardiac arrest after open heart surgery ranges from 0.7% to 2.9% there are multiple etiologies of cardiac arrest, a rare cause is valve failure. The principal causes of cardiac arrest post cardiac surgery are electrophysiological disturbances like arrhythmia or reversible mechanical causes such as graft malfunction, cardiac tamponade, major surgical bleeding, or tension pneumothorax. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event.

Event description:
It was reported via clinical trial that a patient with a 21mm aortic valve developed cardiac arrest, leading to death, after an implant duration of 6 years, 11 months. As reported, the event is deemed to be related to the study valve.